Event description:
It was reported the patient presented to the emergency department and ventricular capture was questioned. The remote transmission revealed dual electrograms which made ventricular capture questionable. A temporary pacing wire was inserted. It was further noted the lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.